Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy procedure, the clips had a hard time loading on the device and the clips would drop out and fell into the patient's cavity but was retrieved. A new device was used to complete the case. There was no patient injury.